Manufacturer narrative:
"Concomitants: (B)(6), 02-010-03-0330 - logic cr femoral cem, right, sz 3. (B)(6), 521-78-31 - threaded pin size 2.6 collarless 2pk. (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk. (B)(6), 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. (B)(6), 200-02-32 - three peg patella 32mm. The product associated with the reported event is within the scope of recall z-0021-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA (mdl no. 3044) (ngg) (mmh). It was reported via legal documentation that approximately 76 months after a right total knee replacement procedure, the patient has experienced prosthesis wear, pain, mental and emotional distress. No further issues or complications were reported. No additional information is available. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510(k): k111400.